Event description:
Swan ganz catheter placed. It was d/c'd two days later because of suspected balloon failure. Reinsertion was done the next day and d/c'd two days later, again due to suspected balloon failure. A third device was reinserted without issue.